Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received after bolus delivery. The customer resumed insulin deliveries and no additional occlusion alarms were received. The customer's blood glucose level was not impacted. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.